Manufacturer narrative:
H3, h6): the manufacturing representative (rep) went to site to test the imaging system and found that the ias (imaging acquisition system) was not started. Voltages were checked and battery tray 6 was found to be out of specification. Dash was connected and it was verified that the tray had been deactivated. Second occurrence, see case (B)(4) for initial replacement of battery tray 5. Voltages on power conversion enclosure were verified. System released for regular intended use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000163r, lot/serial #: 477193 rev. C ; product ID: bi71000175, lot/serial #: fxasf rev. 7 h3) bi71000163r: the battery tray was returned for analysis. Battery tray assembly passed bench test. Individual batteries passed. Recorded 13.16vdc, 13.19vdc, 13.26vdc and 13.27vdc. Voltages are within spec. No failure was found. Returned nov 11, 2024 bi71000175: the charger enclosure was returned for analysis. Visual inspection confirmed dust build up on charger cards and on the fans. It was cleaned and installed in the system. The system initialized. Motion, generator, communication and charging readied. 2d and 3d images were successful. Dash software confirm all charger nodes were charging as expected. No failure was found. Returned nov 11, 2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000391, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000175, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000163r, serial/lot #: -, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that during a case the system was able to spin the 1st and 2nd time, but was unable to take a 3d spin. There was patient present and no impact on patient outcome. Surgical delay was unknown.